Manufacturer narrative:
The initial reporter's zip code: (B)(6). Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post market activities in compliance with both regulatory requirements and local procedures. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called in regarding system not suctioning, I conducted the trouble shooting with patient and it still did not suction the water. I advised her that we can send out a replacement kit due to this being the first time she is calling regarding suctioning issues. Troubleshooting was performed and the issue was not resolved. It is unknown if lot or serial number was requested. No medical impact or medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt called in regarding system not suctioning, I conducted the t/s with pt and it still did not suction the water. I advised her that we can send out a replacement kit due to this being the first time she is calling regarding suctioning issues. Fa will send bio box. Troubleshooting was performed and the issue was not resolved. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported.